Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had alarmed no delivery and customer changed out the entire set. Customer's blood glucose was 400 mg/dl and it lowered to 200 mg/dl once customer changed infusion set and treated. Customer reported she was not feeling well as a symptom. The drive support cap was normal. No air or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer was advised to do a complete set change when highs occur. Customer called back and wanted the device replaced. No further information reported.